Event description:
Technician alleged that the siderail could not latch. No pt impact.

Manufacturer narrative:
The technician found the siderail missing the shoulder bolt. The technician replaced the siderail shoulder bolt to resolve the issue.